Event description:
It was reported that, during a pump replacement due to nearing end of life (eol), the existing catheter was unable to be aspirated. The new pump was primed on the back table and the existing catheter had the old drug in it, so the user was going to perform a bridge bolus. The device system was used to deliver dilaudid. Additional information, including the cause of the event, patient symptoms, troubleshooting, interventions performed, and patient outcome, were not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.